Event description:
It was reported that this pacemaker exhibited farfield oversensing in stored episodes, so the health care professional (hcp) asked boston scientific technical services (ts) for advice on reprogramming as the device appears to be sensing appropriately but it has previously been noted to inappropriately mode switch. Ts reviewed data from the device and confirmed that the farfield oversensing is due to smart blanking programmed in the atrial-blank after ventricular pace period. Reprogramming options were discussed. The device remains in service and no adverse patient effects were reported.